Manufacturer narrative:
Block b3: exact date unknown, event occurred six years prior the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was no longer working as intended. The patient underwent an ipg replacement procedure. The explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patient's ipg was no longer working as intended. The patient underwent an ipg replacement procedure. The explanted device was not returned.

Manufacturer narrative:
Correction to the initial MDR in block g3: 04jun2020.